Manufacturer narrative:
Additional information was added: the suspected lot r19l09022 was manufactured on december 10, 2019. The suspected lot r19k04033 was manufactured on november 05, 2019. The suspected lot r19k12044 was manufactured on november 13, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot numbers: r19l09022, r19k04033, and r19k12044. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking. The set was leaking from the y-site during patient infusion of an unspecified chemotherapy. To resolve the issue, the leaking set was replaced, and therapy was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.